Manufacturer narrative:
X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted with a ncb pp dist fem plate, l,15 h, l. 317mm on (B)(6) 2016 on the left side due to a perioprosthetic fracture after a fall. The fracture of the plate occurred on (B)(6) 2016 and the revision was performed on (B)(6) 2016.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the plate was revised due to a breakage. Review of received data: x-rays: two x-ray pictures were received. Both x-rays are dated with october 10, 2016 (study date). The x-rays were provided in a pdf file. The quality of the x-ray pictures is very poor. On one x-ray the breakage of the plate can be seen. No further statement can be made. Surgical reports: the surgical report dated (B)(6) 2016 describes that 3 cable wires were used. The cables were placed around the femur bone. No further relevant information available. Devices analysis visual examination: the broken plate was returned for investigation. The screws, locking caps and the cables have not been returned. The broken plate shows an indication for a fatigue fracture (beach lines) on the broken proximal part of the plate. There are also several scratches on the plate surface visible. On the backside of the plate there are polished areas around the broken bore hole visible. These polished areas were derived from the use of cable wires /cable button. No bone spacers were used to avoid contact between the plate and the cable. Review of product documentation: in the surgical technique on page 44 it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. It is mentioned to insert the bone spacers into ncb screw holes before plate insertion. Root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting => possible, the movement between wires and plate leads to notching. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Breakage of implant due to chemical / galvanic / crevice corrosion of material => not possible -> no signs of corrosion. -breakage of implant due to implant will be implanted against contraindication => not possible -> no evidence for contraindication. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. =>not possible -> no dimension issue. Breakage of the implant due to wrong interpretation of x-ray template for dimensions => not possible -> no issue found on the x-rays. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. => not possible -> the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate => possible, the surgical technique on page 44 it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. Breakage of implant due to user perform improper handling of the plate during insertion => possible, the user did not use spacers. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. => possible, no information about limitation and postoperative restriction. Breakage of implant due to patient do not follow the postoperative protocol => possible, no patient info provided. Conclusion summary: the ncb pp plate was in vivo for 7 months. The product analysis of the plate shows an indication for a fatigue fracture. It can also be seen that all cerclage wires were in direct contact with the plate. On the backside of the plate there are polished areas visible where the wires were placed. The surgical report and the x-rays do not describe the use of bone spacers. In the surgical technique it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire: ¿insert the bone spacers into ncb screw holes before plate insertion.¿ not using spacers in combination with a plate fixed close to the bone might have led to high bending stresses where the plate was in direct contact to the wire (plate tilt over the wire). However, an exact root cause for the breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).